Event description:
Customer complaint alleges the air cushion around the mask was not inflated during a patient use. No patient harm reported. Patient condition reported as fine.

Manufacturer narrative:
Qn#(B)(4). Medwatch received: qn#(B)(4). One 5374 disposable manual resuscitation, adult w/mask & peep va device was received for investigation. Upon receipt a visual inspection was performed to determine if the device had been subjected to any abuse/misuse/damage. It was observed that the mask was very dirty and there were several cracks in the hard plastic mask itself running perpendicular and into the mold joint between the soft cushion and the hard plastic. These cracks represent the escape route of air from the cushion. A device history record review was performed and no relevant findings were identified. Based on the investigation performed, the complaint was confirmed; however a root cause could not be determined. Based on historical reviews and the visual inspection of this sample, the damage is not indicative of a manufacturing defect.

Manufacturer narrative:
Qn# (B)(4).

Event description:
Customer complaint alleges the air cushion around the mask was not inflated during a patient use. No patient harm reported. Patient condition reported as fine.